Manufacturer narrative:
Product event summary: the full lead was returned and analyzed with no anomalies found. Visual analysis noted apparent explant damage. This lead was reported as included in the field action noted but returned product investigation found the lead did not perform as described in the field action. The lead is no longer included as part of the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular lead had low r wave sensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.